Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy, the error code could not be cleared. The teflon pad came off in the pt and was retrieved with graspers. The procedure was completed with another hand piece. No pt injury was reported.

Manufacturer narrative:
Olympus received the thunderbeat hand piece for evaluation. The analysis could not verify the reported error code. The probe check test did not display any error codes. A visual examination of the hand piece identified the teflon pad peeled away (detached) from the grasping section. There were abrasion marks in the same area on the probe tip and the electrode of the grasping section. The probe was intact. The damage found may result from output activation for an extended period while the grasping section was closed. In which case, the teflon pad wears off and comes in direct contact with the probe (metal to metal contact).